Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated during troubleshooting, and the patient experienced presyncopal symptoms associated with loss of capture while performing arm movement. Technical services (ts) reviewed the available information and identified this crt-p reverted into safety mode. Subsequently, this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.